Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a confirmed lead fracture. High impedance, high threshold and no capture were noted. The lead was removed and a leadless implantable pulse generator (ipg) was placed. No patient complications have been reported as a result of this event.